Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer device was previously returned to pentax medical from a customer on 31/jan/2019 and inspection of the unit was performed on 02/feb/2019 where the quality control inspector found the following: operation channel twisted in bending section, customer complaint not duplicated, distal cap/ case scratched, bending rubber cut, air/ water socket cylinder o-ring chipped, distal cap - fixed type failed seal integrity inspection, failed dry leak test, residue on air/water socket, endoscope failed electrical safety test - hi-pot, suction tube resistance, failed wet leak test, fluid invasion not observed in control body, fluid invasion not observed in pve connector, insertion tube gauge/dig at stage 1, hole in # 2 remote control button cover, operation channel- primary slice by accessory, bending rubber leak at distal end. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs includes the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. Parts replaced: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, insertion flexible tube, segment assy attaching screw, rl pulley assy, ud pulley assy, remote control button, suction channel lg, deflector body link, distal case/cap, o-ring (0.5x1.3).